Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with injection vancomycin (1gm/ once in 4days/ intraperitoneal/ discontinued) and injection ceftazidime (1gm/ once a day/ intraperitoneal/ discontinued). On unknown date, the vancomycin was changed to intravenously and ongoing and injection ceftazidime was changed to intravenously and ongoing for peritonitis. At the time of this report, the patient remains hospitalized and is recovering from peritonitis. On unknown date, pd therapy was put on hold. The pd catheter was removed and the patient was shifted to hemodialysis (ongoing). No additional information is available.